Manufacturer narrative:
Na

Event description:
Info was received that this lead was capped on (B)(6) 2014. The pt later developed a pocket infection and plans were made to extract the entire sys including this inactive lead.